Manufacturer narrative:
Additional information: implanted: (B) (6) 2010, (B) (6) 2010. We are now investigating this case.

Event description:
Adverse event: septic arthritis; knee pain; joint inflammation. On (B) (6) 2010 - a (B) (6) female pt received 1st injections of supartz bilaterally for osteoarthritis and tolerated well. On (B) (6) 2010 - she received 2nd injections of supartz bilaterally and tolerated well. On (B) (6) 2010 - she received 3rd injections of supartz bilaterally and tolerated well. On (B) (6) 2010 - she complained of inflammation and pain to her right knee. Aspirations performed on the knee reflected a thick purulent substance which indicated infection. She was admitted to the hospital to have an arthroscopic wash. She was hospitalized 5 days with anti-biotic treatments. The lab results indicated rare gram positive cocci in (B) (6); however, tested negative for cultures at 24 hours and 48 hours. On (B) (6) 2010 - she was discharged from the hospital. The physician does relate the incident to supartz. No further incidents to report.